Event description:
It has been reported to philips the accessory has an incorrect product description for 01-2183 it described as a "tempus pro 6-lead ECG limb leads for modular cable (iec), universal," but it is a tempus pro 6-lead ECG chest leads for modular cable (iec), universal,".